Manufacturer narrative:
Please note that this complaint was submitted to the FDA by the user facility with the following reference number: (B)(4). The following sections are being updated based on additional information included in the user facility report submitted to the FDA: results: the pet lock was broken on the proximal end of the pusher assembly. Bends and kinks were present throughout the pusher assembly. The embolization coil was detached from the pusher assembly. Minor kinks were present along the embolization coil. Ovalizations were present throughout the introducer sheath. Conclusions: evaluation of the returned pod6 revealed a broken pet lock, a detached embolization coil, and a kinked pusher assembly. The pet lock is typically broken during attempt to detach the coil with the handle. There were no reported detachment attempts, therefore, the root cause of the pet lock breaking was unable to be determined. If the pet lock is broken and the pull wire is retracted, the embolization coil will detach. Further evaluation revealed additional pusher assembly kinks and introducer sheath ovalizations. If the pusher assembly is forcefully manipulated against resistance, the pusher assembly may become kinked. Some of these kinks and the ovalizations were likely incidental to the reported complaint and may have occurred during packaging for return to penumbra. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using pod6s. During the procedure, the physician felt resistance advancing a pod6 within a non-penumbra microcatheter and, consequently, the pusher assembly of the pod6 kinked and the coil unintentionally detached. Therefore, the physician removed the microcatheter with the pod6 inside. The procedure was then completed using a new pod6 and a new microcatheter. There was no report of an adverse effect to the patient.